Event description:
It was reported that pump did not start even after distributor connected pump to power for extended periods using different cables, and no blood glucose readings were available. There was no reported impact to the customer¿s blood glucose level. Customer was provided with replacement pump, original pump was planned for return to distributor for evaluation, and no additional information was received regarding outcome of event.